Manufacturer narrative:
(B)(6). The pump was returned to animas. All buttons intermittently activated pump functions when pressed. Adhesive was found under the keypad button contacts. Unrelated to the complaint the battery compartment was cracked at the battery compartment threads and below the gripper pad. This issue is not likely to cause an adverse event because, the issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated, she needed to press the keypad buttons several times in order to activate desired pump functions. There was no evidence of misuse of the product and there was no reported patient impact associated with this complaint.